Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. As received, the battery was at eol voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During interrogation, it was noted that there was premature decline in the battery life of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was in stable condition.